Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump is broken and it is not able to hold the reservoir in place. It was stated that the customer experienced 9 high blood glucose readings before they noticed the physical damage. The customer's blood glucose reading was 451 mg/dl. The high blood glucose readings were treated with a manual injection. There were no significant events prior to the physical damage. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube seal, a broken belt clip slot, cracked battery tube threads, minor scratches on the display window and a cracked case at the display window corner.